Event description:
A catheter dye study was done in 200; the catheter was stated to be "fine". The next day, the patient was admitted to the ER with symptoms of baclofen withdrawal and irritability. The elective replacement indicator (eri) had occurred and the pump had stopped. The pump was interrogated in the ER which showed that the pump was in "safe state". The pump was re-started and the patient was discharged home from the ER. The patient returned to the ER. The pump was alarming and in "safe state" again and the logs revealed that it had done this several times. The patient was medically managed while in the hospital and was reported to be "doing fine". The patient's pump was replaced. The new pump was noted to be "doing fine". The medication being delivered via the device system was lioresal.

Manufacturer narrative:
The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).